Event description:
Core biopsy needle fired into breast and suction tubing was broken. (The suction tubing is the main source which draws the sample into the needle.)the needle was already in the breast at the time when the needle was fired. But when the needle was fired further into the breast, the tubing must have been too taut and it snapped off. When the needle/gun is fired, it fires it about 2cm throw and if that tubing doesn't have enough slack, then it will break off. The user didn't realize that the tubing was in jeopardy of being broken off.